Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a crack on insulin pump. Customer also reports that insulin pump stopped working but was able to function with a battery change. Customer's blood glucose was 423 mg/dl which was treated with manual injection. Customer states she is still able to read lcd screen and pump is functioning as designed. Customer was advised to monitor insulin pump. No further information provided.